Manufacturer narrative:
A sample was not returned by the customer. The root cause for customer complaint issue cannot be determined. No additional information expected.(B)(4).

Event description:
An ophthalmic surgeon reported poor irrigation during the vitrectomy procedure. The product was replaced and procedure completed with no patient harm. No sample returning for evaluation. No additional information is expected.